Event description:
The user alleged the patient received seven unnecessary platelet (plt) transfusions over several days and one bone marrow procedure based on plt results reported. No harm was reported due to the unnecessary transfusions and bone marrow procedure.